Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Post-paced t-wave oversensing on ventricular lead was observed. The patient did not receive therapy. The oversensing was noted on a stored egm. Programming changes were recommended. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the previously recommended programming changes were made. Subsequently, the patient presented for normal follow-up and post-paced t-wave oversensing was once again observed. Programming changes were made.